Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm during prime on the insulin pump. Customer's blood glucose was 145 mg/dl. Customer cleared the alarm. Customer was able to fill the tube manually. Customer was asked to change the complete set. Customer was asked to deliver 5 units via fill cannula and did not receive a motor error alarm. The motor error alarm occurred 1 time in the last 30 days. Customer had a motor position encoder error alarm in the alarm history.